Event description:
The customer reported a false positive result on a nasopharyngeal swab with the ID now covid-19 assay. Pcr confirmation testing was performed and generated negative results. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation.